Event description:
It was reported that the patient presented to the hospital. Externalized conductors were observed via fluoroscopy. Low impedance was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion at 7.0-7.7cm from distal tip consistent with lead friction to another device and 5.6-6.2 cm from pin consistent with lead friction to the ICD can. Externalized conductors due to external insulation abrasion at 12.2-15.2cm and 14.5-17.0cm from distal tip consistent with lead friction to another device. Etfe coating abraded at 12.2-15.2cm. Externalized conductors due to internal insulation abrasion at 19.5-21.5cm, 23.3-26.8cm, and 24.2-27.0cm from distal tip. Internal insulation abrasion at 26.3-27.2cm from distal tip. External insulation abrasion at 7.2-7.7cm from pin, consistent with lead friction to another device. Etfe coating abraded consistent with reported low impedance.